Manufacturer narrative:
Unit was received with minor scratched lcd window, broken belt clip rails, and cracked retainer. Unit passed displacement test. (B)(4).

Event description:
The customer reported via phone call that when he sat down the clip broke off the insulin pump. The damage was located in the back of the insulin pump holding the clip. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.